Manufacturer narrative:
One physical sample without the original package or lot number was received at the manufacturing site for investigation. A visual inspection was performed, and the reported condition was confirmed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on all available information, a definitive root cause could not be determined at this time. However, actions have been implemented to address the reported condition. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported that the tube had a hole in it and was leaking gastric fluid.